Event description:
It was reported that alarms occurred, specifically alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer changed the supplies and continued to use the pump for insulin therapy.